Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, the right ventricular (rv) lead helix extended/retracted on its own and during helix fixation it would not extend all the way. Additionally, high pacing impedance, failure to capture, high thresholds and decreased sensing were noted on the rv lead. The physician elected to explant and replace the rv lead. The patient condition was stable.